Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #1) used to treat the patient. The patient's attorney did allege injuries and subsequent surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol phasix st and bard soft mesh device(s). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol bard soft mesh or an unspecified bard/davol ventralight st (device #1) or an unspecified bard/davol phasix st on (B)(6) 2015 or (B)(6) 2016 or (B)(6) 2018 or (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol ventralight st (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.